Manufacturer narrative:
(B)(4). The device was not returned for evaluation; however, films were supplied which found: lumbar fusion was performed which developed nonunion and eventual rod breakage. Lateral x-ray shows a thoracolumbar corpectomy of l1, replaced with paramesh cage from t12 to l2 and pedicle screws from t11 to l3. Rod breakage is evident above the l2 screws.

Event description:
It was reported that the patient underwent a posterior total enbloc spondylectomy with a vertebral replacement at l1 with peidcal fixation at t11, t12, l2 and l3. It was reported that the rods were found broken bilaterally during a follow up. The patient had not fused. A revision surgery took place approximately 30 months post-op to replace the broken rods.